Event description:
On or about (B)(6) 2016, my mother tried to ambulate into her wheelchair and caught her leg on the push pin (you push to remove arms) of her drive silver sport ii wheelchair. It ripped a hole in her leg that was about 4" in length and very deep. The sharp edge push pin ripped the skin and tore the subcutaneous flesh out of her leg. She had to be seen in ER, but since the meat was torn out, there was nothing to suture and they could not sew the flap of skin closed over an area with no subcutaneous tissue. Her health has failed even faster due to said injury. Push pins should be on the inside/underside of arm where it would still be accessible and not out in front where sharp edge can cause physical harm.